Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, several days post-op, patient had hematoma and had to be re-operated. There was a re-grasp alert. There were also activation tone, energy delivery, end tone and successful seals made. No blood transfusion necessary. The re-operation was an exploratory procedure to identify and address the issue. Currently has no injury.